Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) had stopped working as it stopped helping at all with pain. The patient stated that at first, their ins was working wonderfully. Since it stopped helping with pain, the patient stopped using the device and turned it off. It was noted that the issue occurred in 2016. No further complications were reported. Indication for use is non-malignant pain. Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller said the patient's implant battery is dead. Pt called regarding information as documented in this case. Pt was very hard for pss to understand clearly during the call. Pt stated that they didn't have a mdt ins and that they got a letter from mdt today. Pt stated that they had a mdt ins, but that the doctor that put the ins in apparently did not do this right. Pt stated that they kept calling for help however they were told that they had to go by what the doctor said. Pt stated that the doctor's nurse kept saying that the x-rays were fine. Pt stated that they then went to their neurosurgeon who said that the x-rays were not fine and that it had all come loose. Pt stated that they had the mdt ins removed and that they had a st jude ins implanted. Pt stated that they went to have a MRI and that a nurse said that they should have two records, one record for mdt and one record for st jude. Pt stated that they haven't had the mdt device for probably ten years. Pss reviewed device registration information/mdt ins implant date with the pt; pt stated that it just seemed like it was ten years ago that the ins was removed; pt stated that the ins was removed within a year of the ins being implanted; pt stated that it wasn't long after the ins was implanted that the ins stopped working. Pt stated that they kept calling for help, but no one would do anything. Pt stated that the ins was working great for a bit, but then no one would do anything. Pt stated that dr. (B)(6) told them that the mdt ins would be removed and that the st jude ins would be implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.